Event description:
The physician reports that the crystalens flipped when exiting the crystalsert lens injector system. Intervention was performed in order to remove the lens and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR#2031924-2009-00160.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l for evaluation. The visual inspection revealed the lens was torn in many pieces and further analysis was not possible. The condition of the lens is consistent with lenses that have been removed from the eye. Three lenses from the same manufacturing lot were evaluated and subjected to dimensional analysis. The results reveal all three lenses were within specifications.